Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random every two minutes for the past hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history showed that the event date was not visible due to continued use of the pump. No power issues were visible in the pump¿s history. No damage was found to the battery compartment or cap. The battery cap dimensions were found to be with specifications. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues. The pump cover was opened and no damaged was found to the power circuit. Unrelated to the complaint, a review of the pump¿s history showed the total daily doses were incongruent changing from (B)(6) 2013 to (B)(6) 2011 and from (B)(6) 2011 to (B)(6) 2013. The battery was removed and the pump was left without power for one hour; the pump was powered back on and the time and date had reset to factory default. The internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.